Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fse traveled to the site and tested suspected faulty erbe generator. Fse found no issue with the erbe generator. The fse tested all ports and both monopolar and bipolar instruments. Fse tested powered instruments on different arms of the patient side cart and plugged into different ports of the erbe. No failures or errors at any time. Fse contacted customer and explained findings. Customers elected to continue with existing erbe generator. The fse was unable to reproduce the issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe bipolar energy was not working. Monopolar was working fine. Tse did not see any relevant error logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, the fse investigation is not complete.